Event description:
A customer observed that test results were assigned to the wrong sample ID from a pt sample tested on the 5.1 fs analyzer. Misassociation of pt demographics and results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.